Event description:
The customer reported the system failed to power up and boot properly. No patient or user injury reported.

Manufacturer narrative:
A ge service representative performed an on-site investigation. The power supply cable was evaluated and identified as the root cause. The system was tested and found to be working as intended and returned to service.